Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The initial MDR submission was inadvertently reported against the pump. There was no pump malfunction reported. The infusion set was determined to be defective causing the pump to emit an alarm as per normal function. Animas does not manufacture infusion sets. If the information becomes available, the complaint will be forwarded to the relevant manufacturer.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an occlusion alarm when performing the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.